Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail latch was worn. The technician replaced the siderail latch to repair the bed.